Event description:
Product analysis was completed for the suspect lead.

Event description:
High impedance observed in pre-op. Patient had a full system replacement performed. Surgeon did not see any significant breaks, tears or fluid in the lead. No tie-downs were observed. Surgeon removed the lead anchor and left the two coils implanted. The explanted lead has not been received to date. No additional relevant information has been received.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The suspect lead was received for analysis.